Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a follow up, high hv lead impedance was observed. The lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was noted at 5.0-5.4cm from the connector pin, consistent with frcition to the ICD can. The outer coil was melted at this location. Externalized conductors due to internal insulation abrasion were noted at 52.0-61.5cm from the connector pin. Internal insulation abrasion was noted at 35.5-36.7cm and 40.7-41.9cm from the connector pin. The etfe coating was intact at these locations. A fracture of both rv conductors was found on the rv connector leg, consistent with fatigue. This fracture is consistent with the observation from the field of high hv lead impedance.